Event description:
It was reported that a patient underwent an atrioventricular re-entry tachycardia (avrt) and a wolff-parkinson-white (wpw) ablation procedure with a pentaray nav high-density mapping eco catheter and webster cs catheter with auto ID technology. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion. After doing some mapping with the pentaray nav high-density mapping eco catheter, the patient¿s pressure dropped. The intracardiac echocardiography (ice) catheter was used to confirm a pericardial effusion. A pericardiocentesis was performed and fluid was removed, unsure about how much fluid was removed. No ablations were performed as ablation catheter was never introduced into the patient. Procedure was aborted. Patient is stable currently. Physician suspects perforation occurred in the right ventricle (rv) with the cs catheter. Additional information was received on the event. A baylis transeptal needle was used. The ablation catheter was not even in the body, so no settings had been selected yet. No error messages were displayed. This complaint will be conservatively reported under the pentaray nav high-density mapping eco catheter even though they state that the physician suspects perforation occurred in the rv with the cs catheter, as it was reported that after doing some mapping with the pentaray nav high-density mapping eco catheter, the patient¿s pressure dropped. Additional information was received on the event. It was clarified that the cs catheter was a webster cs catheter with auto ID technology. The patient outcome of the adverse event is fully recovered. They state that the patient was kept at the hospital overnight; however, was then released soon thereafter and has had no complications that they are aware of. The event was assessed as MDR reportable under both the pentaray nav high-density mapping eco catheter and the webster cs catheter with auto ID technology.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 20-apr-2022 stating the catheter was disposed of. Therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. The investigation was completed on 13-may-2022. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).